Manufacturer narrative:
Submit date: 10/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, service found that the unit had no sound/alarm.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿service technician's finding of the unit had no sound/alarm during triage¿. The reported condition was confirmed. The unit was powered on and the startup sound was not heard. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.